Event description:
During use, the physician could not cross the target lesion with cra18300. He then noticed a flare at the proximal end of the stent. The pt was a male with heavy calcification and 90% stenosis of the proximal to distal right coronary artery. The physician began by performing a percutaneous transluminal coronary angioplasty (ptca) ballooning with a 3.0x15mm sprinter (mdt). After the ptca, the coronary angiogram revealed a residual stenosis of 80%. The physician then planned to cover the lesions with stents. He attempted to cross the lesion with cypher select stent (3.0x18mm) several times. During his attempts, the physician realized that the proximal end of the stent was flared. Upon realizing that, the physician withdrew it from the vessel immediately. He then attempted to cross the lesions with a 3.0-30mm endeavor stent, but was unsuccessful. Finally, the physician attempted to cross the lesion with a 15x3.0mm endeavor (mdt) and it was successfully deployed in the distal right coronary artery. He then overlapped the 15-3.0mm stent with an 18-3.0mm endeavor stent. The final angiogram showed no residual stenosis and a good distal flow.

Manufacturer narrative:
This product, is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. The product is available, but has not been recieved as of the initial report. Additional info will be submitted within 30 days of receipt.